Event description:
Update rec'd 5/4/2015- clinical der received. Patient revised to address elevated metal ion levels, pain, joint effusion and adverse local tissue reaction. The stem and sleeve are being added to the complaint. The stem remained in situ.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed.

Event description:
Preliminary disclosure form provided supplemental information that indicates that patient was implanted bilaterally (the other side is reported in a separate complaint). Although we have not received formal litigation regarding the left side, we are reporting it now in anticipation of litigation. There is no known complaint at this time.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.